Manufacturer narrative:
Analysis on the suspect battery charger was completed. The testing found that no voltage was being output from one of the channels on the board. This indicated an electrical based failure mode.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite investigation was preformed and it was found that upon boot up, x-ray, and motion indicators on pendant showed no green bars, and 'not ready'. Pendant displayed the message 'mvs disconnected'. Remote desktop was accessible, but the application did not load, an error received upon trying to start up the application. Additionally, when umbilical cable was disconnected, the x-ray battery status indicator showed no status bars. When charger/ battery voltages checked at j-7 connector, charger bank corresponding with pins 11-12 read '0 vdc'. 3.1.6 software re-load attempted to resolve application issue, with no success. O-arm computer, and battery charger pcb #1 ordered, and replaced per procedure. After given time to charge x-ray batteries to sufficient level, system checked out satisfactorily, with expected functionality restored. No further issues were reported. Replaced computer and charger board were returned to manufacturer, no findings are available at this time as they are under analysis at the time of filing this report. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system was not powering on despite being left charging overnight while switched off. There was no patient present when this issue was identified.

Manufacturer narrative:
Analysis on the suspect computer for the imaging system was completed by medtronic personnel. Testing found that the bios settings were incorrect on the imaging system.